Manufacturer narrative:
The patient received a replacement unit. A return of the device has been initiated. Once the device is received an investigation will be conducted and a followup will be submitted if required.

Event description:
According to the patient's wife, the patient went to dialysis and was on his portable unit. During the dialysis session, his oxygen went low because the unit was not working. It got so low; the patient passed out. The patient was placed on dialysis facility o2 and then sent to ER. He was then placed on 02 at the ER; finished up his dialysis at the hospital and then sent home that same day. Since the patient loss consciousness, it was undetermined if there were any audible alarms prior to the event. Wife indicated that she called inogen and the inogen rep told her to plug in the charging cord into the socket, which lit up green which mean the cord was working. The cord was then attached to the poc and the poc did not work. At that time, the rep pointed out that the unit was faulty, and it was returned to inogen. Since then, the unit was replaced, and the patient is doing ok. Patient does have back up o2 at home.